Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars on the lower housing were intact. No seal could be found on the lower housing. The p2 connector is oxidized, and the membrane of the drive head housing is cracked. 2.2 a functional test was performed. The device passed the self-test. During the startup the device opened the drive. An ops 50ml syringe was inserted. The pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. No malfunctions could be detected. 2.3 the device history files were read out and analyzed. Because no day of occurrence was mentioned in the cc-notification. The last possible therapy on the (B)(6) 2021. An ops 50ml syringe was inserted at 8:00 pm. The infusion started seconds later. According to the drive step position the syringe was filled up to ~49.66ml. The rate was increased five times and then decreased one time. The device alarmed "syringe near empty" at 2:47am the following day. The infusion was turned of ~two minutes before the syringe was completely emptied. The actual infused volume was 48.82ml. The two minutes of infusion with a rate of 15ml/h equals 0.5ml of missing infusion. No malfunctions, anomalies or errors could be found in the history files. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). 2.5 to investigate the inside of the device, the device was completely disassembled. No other damages could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "customer complains: "please check run rate. Read out from arterenol. Massive circulatory collapses even when rate is increased, stable after switching to another perfusor stable".